Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2003 - the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2008 - the pt underwent removal of the previously placed composix kugel mesh patch. A new patch, a composix e/x mesh patch, was placed (there is no allegation of any defect or pt complication/injury involving the composix e/x mesh patch). The pt continued to experience abdominal pain and discomfort after his multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.